Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 12feb2019. The manufacturer¿s international service technician confirmed the reported flow issue. "The zero point spec of a flow was out of the accepted range."the manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 12apr2019. The data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the da pcba revealed no anomalies on the returned unit. The da pcba was installed into the failure investigation (fi) test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned da pcba passed all testing, and no errors were generated. The reported complaint of the da pcba not properly displaying its serial number was not duplicated. No fault was found on the returned da pcba . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a "check vent: o2 flow sensor calibration data error". (Pvt test 6). There was no patient involvement. The event date was not specified; estimate used.